Event description:
It was noted that while reporting an infection in mfg rpt no 1644487-2009-02184 that clinic notes from the surgeon indicated "generator failing". Info was received from the treating neurologist indicating system diagnostics were within normal limits six months prior to the reported event. Furthermore, the surgeon indicated that vns has been very helpful for the pt, but current diagnostics were not available. At the moment good faith attempts to obtain additional info from the surgeon have been unsuccessful to date.